Event description:
During a right parietal craniotomy surgical procedure, a acra-cut cranial perforator was utilized and didn't stop as it is designed to. The perforator stopped prior to inner cortical bone. The perforator went through inner cortical bone. The perforator stopped prematurely. This resulted in significant dural tears because of the failed safety mechanism. The drill speed was 75,000 with perforator chuck. FDA safety report ID # (B)(4).